Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a pt, the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The tse suggested replacing the graphical user interface (gui) central processing unit (cpu). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).